Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss due to a hole in the right cylinder. The device was not inflating, and air was identified in the pump. The physician said that the hole occurred at the time of the original surgery from a needle when they were sewing the corpora shut. The cylinder and pump were explanted and replaced. No patient complications reported.